Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues regarding low reservoir alarms. It was stated that the customer attempted to prime the tubing, but no insulin was coming out. Then the customer removed the reservoir and noticed that the reservoir did not have any insulin. The alarm history was reviewed and found that the low reservoir alarm, but the customer stated that the alarm occurred after the reservoir was removed. The customer also stated that the status screen showed 69.0 units left, but the reservoir was empty. The customer's last blood glucose reading was 22mmol/l. No further information was provided.